Manufacturer narrative:
The device referenced in this report will not be returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. The reported event was reported with no model or serial number provided. A review of the user facility's installed base purchase history showed a purchase for a hyf-1t scope with serial number (B)(4). Therefore, a determination was made to use this device based on the reported event as it is most likely the device used in the procedure. A review of instrument history showed that there was no service history in relation to this device. The user facility will forward the device for service to a third party vendor. The instruction manual warns users: "before each case, to prepare and inspect this instrument. Inspect other equipment used with this instrument as instructed in their respective instruction manuals. Damage or irregularity may compromise patient or user safety and may result in more-severe equipment damage. Should the slightest irregularity be suspected, do not use the instrument and contact olympus. Olympus is not liable for any injury or damage which occurs as a result of repairs attempted by non-olympus personnel."

Event description:
Olympus was informed that during a hysteroscopy procedure, the distal tip of the device broke off. The physician retrieved all of the device fragments. No further information provided. Olympus followed up with the user facility multiple times via telephone to obtain additional information regarding the reported event but with no results.